Event description:
Twenty months after cypher stent implantation, coronary angiography revealed marked late in-stent restenosis. The restenosis was treated by percutaneous coronary intervention with no concomitant increase in myocardial markers.